Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, during placement of the first proglide, a cuff miss [suture retrieval issue] occurred. The sutures of two proglide devices were successfully placed. The sheath was upsized to a 16f sheath, and the evar procedure was completed. Post-procedure, during suture management of the third suture, the suture came out of the anatomy with the knot unraveled. A surgical cut-down was performed and a hematoma, vessel damage and bleeding were noted. The hematoma, vessel damage, and bleeding were treated via cut-down and surgical suturing. Hemostasis was achieved via cut-down and surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the packaging was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.